Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that his doctor advised him to change his site every 3 days. The customer stated that he changed his site every 4, 5 or 6 days or waited until the site turned red. The customer was advised to change the site every 3 days to avoid infection. The customer declined to troubleshoot for high blood glucose readings. The customer treated his high blood glucose with the pump.